Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. Reportedly, the patient had a chronic atrial fibrillation; hence, the right atrial (ra) lead was capped. This patient had undergone several cardiac operations, was closely monitored and was stable. Moreover, the patient was under chronic anticoagulation therapy. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.